Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25017212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the line just fell apart when taken out of packaging and hung to the normal saline solution bag.

Manufacturer narrative:
Two samples were received for quality evaluation. Visual examination was conducted on the samples and separation was seen at different location of the infusion set. One sample was separated at the lower pumping segment. Further examination of the sample indicates that there is a lack of solvent on the tubing and inside the lower pumping segment surface. The second sample also shows that the tubing separated from the drip chamber. Further examination of the sample indicates that the infusion set tubing does not appear to have been connected fully, and the connection looks to have been misaligned. The customer complaint of separation was confirmed. The investigation has been forwarded to manufacturing for root cause investigation. After the investigations at the manufacturing facility, the following root causes were determined for each of the separation issues. The root cause, for both separations, was determined to be an incorrect amount of solvent by an incorrect insertion of the tubing into the solvent dispenser by the production personnel and/or an intermittency in the solvent dispenser that generates a low/lack amount of solvent dispensed to the tubing. As a corrective action, for the separation at the drip chamber, an update to the manufacturing procedure to improve the frequency of the preventative maintenance was implemented. The corrective action for the separation at the lower pumping segment fitting was to implement an accessory to the solvent dispensers that assist the production personnel in guiding the tubing to the insertion point. Additionally, the frequency of the preventative maintenance was updated. A device history record review for material# 2420-0007 and lot# 25017212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Correction change to investigation summary: two samples were received for quality evaluation. Visual examination was conducted on the samples and separation was seen at different location of the infusion set. One sample was separated at the lower pumping segment. Further examination of the sample indicates that there is a lack of solvent on the tubing and inside the lower pumping segment surface. The second sample also shows that the tubing separated from the drip chamber. Further examination of the sample indicates that the infusion set tubing does not appear to have been connected fully, and the connection looks to have been misaligned. The customer complaint of separation was confirmed. The investigation has been forwarded to manufacturing for root cause investigation. After the investigations at the manufacturing facility, the following root causes were determined for each of the separation issues. The root cause, for both separations, was determined to be an incorrect amount of solvent by an incorrect insertion of the tubing into the solvent dispenser by the production personnel and/or an intermittency in the solvent dispenser that generates a low/lack amount of solvent dispensed to the tubing. In order to address the separation issue for the drip chamber, an update to the manufacturing procedure to improve the frequency of the preventative maintenance was implemented. An accessory to the solvent dispenser was implemented to address the separation at the lower pumping segment that assists the production personnel in guiding the tubing to the insertion point. Additionally, the frequency of the preventative maintenance was updated. A device history record review for material # 2420-0007 and lot # 25017212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.